Event description:
It was reported that this ra lead exhibited noisy signals, pacing inhibition with no asystole and low pacing impedances out of range that triggered a lead safety switch (lss). Subsequently, this ra lead was surgically abandoned. The insulation was compromised due to crush. No additional adverse patient effects were reported.